Event description:
It was reported, the programmer could not be restarted, and an error code was displayed. Use of the service disk did not resolve the issue. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer could not be restarted and an error code was displayed. The error code was caused by corrupt software. It was also noted that the link electronic module (lem) board and telemetry radiofrequency transceiver failed during functional system testing.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.